Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the ER complaining of nausea and fatigue, loss of capture and sensing were observed on atrial lead. A chest x-ray was performed and dislodgement was noted. The lead was repositioned successfully. The patient is stable.